Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located at the left cornu possibly extending into the myometrial tissue is an additional gray metallic coiled medical device') and pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure (ess205) (batch no. 645014) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine leiomyoma, cervix inflammation, paratubal cyst, gastroesophageal reflux disease and uterine cervical squamous metaplasia. Concurrent conditions included obesity and retroverted uterus. Concomitant products included nsaids and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"), 4 months 1 day after insertion of essure (ess205). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), dehydration ("dehydrated") and ovarian cyst ("cyst on ovaries") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), dysgeusia ("paraguesia"), swelling ("swelling"), urinary tract infection ("uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with hysterectomy, salpingectomy and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, hypersensitivity, dehydration, dyspareunia, fatigue, menstrual disorder, migraine, dysgeusia, swelling, weight increased, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, headache, uterine leiomyoma, ovarian cyst, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, dehydration, depression, dysgeusia, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, ovarian cyst, pelvic pain, swelling, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. She received treatment for pain, abnormal bleeding and bladder/urinary problems. The patient's left tubal os was then brought into view. The essure device was then inserted into the os and released without any complications. ~here were approximately 2-3 rings that remained in the uterine cavity. Attention was then turned to the right tubal os. The essure device was then inserted into the tubal os according to manufacturer's specifications without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, mennorhagia, embedded device lot number: 645014 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located at the left cornu possibly extending into the myometrial tissue is an additional gray metallic coiled medical device') and pelvic pain ('severe pelvic pain') in a (B)(6) female patient who had essure (ess205) (batch no. 645014) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine leiomyoma, cervix inflammation, paratubal cyst, gastroesophageal reflux disease and uterine cervical squamous metaplasia. Concurrent conditions included obesity and retroverted uterus. Concomitant products included nsaids and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"), 4 months 1 day after insertion of essure (ess205). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), dehydration ("dehydrated") and ovarian cyst ("cyst on ovaries") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), dysgeusia ("paraguesia"), swelling ("swelling"), urinary tract infection ("uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with hysterectomy, salpingectomy and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, hypersensitivity, dehydration, dyspareunia, fatigue, menstrual disorder, migraine, dysgeusia, swelling, weight increased, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, headache, uterine leiomyoma, ovarian cyst, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, dehydration, depression, dysgeusia, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, ovarian cyst, pelvic pain, swelling, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. She received treatment for pain, abnormal bleeding and bladder/urinary problems. The patient's left tubal os was then brought into view. The essure device was then inserted into the os and released without any complications. ~here were approximately 2-3 rings that remained in the uterine cavity. Attention was then turned to the right tubal os. The essure device was then inserted into the tubal os according to manufacturer's specifications without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, mennorhagia, embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-may-2021: mr received. Reporter information , date explanted , other relevant history added and rcc was updated. Event : "located at the left cornu possibly extending into the myometrial tissue is an additional gray metallic coiled medical device" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.